Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed; however, the root cause was undetermined. The product returned for evaluation was one photograph depicting a segment of guidewire. Usage residue appeared to have accumulated along the length of guidewire visible in the photograph. A region of coil wire was elongated and a break was evident in the inner core wire. While wire damage was evident in the provided photograph, inspection of the supplied evidence was insufficient to determine a root cause for the wire breakage and elongation. The event description indicated that the wire was used to attempt a modified seldinger technique insertion of a powerglide midline catheter. The powerglide is designed to be inserted using the built in guidewire. It is unknown if the tolerance between the midline catheter and the introducer kit guidewire was appropriate. It is possible that inappropriate clearance between the components caused/contributed to the observed failure.

Event description:
Reported by PICC nurse (nurse practitioner): attempted to place the power glide device as per instructions and when she met resistance, she aborted. When the device was out of the patient, she took the "catheter" part of the power glide device and then placed it using modified seldinger technique. She used the radstic micropuncture set to place the device. Both the needle and wire in the radstic slid into the patient without a problem. She then used the dilator to dilate the vessel (over the wire). She dilated approximately 2 cm's, pulled the dilator off the wire and then placed the power glide catheter over the wire and into the patient. Next she attempted to complete the procedure by removing the guidewire and it was allegedly hung up. She could tell it was caught on something so she left it in place until a physician could intervene under fluoro. The md removed the wire the following morning and the entire wire was intact but did allegedly unravel from the proximal end of the floppy tip. The wire was completely removed and not available for us to examine, however a photo that was taken of the unraveled wire once it was removed from the patient is available.